Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during surgery, two (2) polarstem stem inserter are broken. It is unknown how the procedure was completed, however, there was a delay of less than 30 min. The patient was not harmed.

Manufacturer narrative:
H6: it was reported that two polarstem stem inserters broke. No patient harm was reported. The devices, intended for use in treatment, were not returned for investigation. No batch number was communicated, therefore it cannot be determined whether the parts met the manufacturing specification at the time of distribution. A complaint history review was conducted. The complaint is in line with the current risk management. Review of past corrective actions was performed. No further escalation is required. Due to insufficient information, the relationship between the reported event and the devices cannot be confirmed. The root cause cannot be determined and we cannot speculate about factors which would have contributed to the reported issue. Should the parts be returned for investigation, the investigation will be reopened. No further actions are deemed necessary. Smith and nephew will monitor these devices for further similar issues.